Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the electrical pin connector fluid damage, the lg connector fluid damage, the operation channel (primary) buckled, and the insertion flexible tube buckled; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).